Event description:
Litigation papers allege following his right hip surgery, patient suffered symptoms and damage to his body including, but not limited to, constant and severe pain and discomfort to his right thigh, hip-joint; inflammation; limited mobility; difficulty performing physical activity such as walking and climbing stairs; loss of ability to continue gainful employment. Updated: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege following his right hip surgery, patient suffered symptoms and damage to his body including, but not limited to, constant and severe pain and discomfort to his right thigh, hip-joint; inflammation; limited mobility; difficulty performing physical activity such as walking and climbing stairs; loss of ability to continue gainful employment.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.